Event description:
(B)(4) clinical study. It was reported that target vessel revascularization (tvr) was performed. On (B)(6) 2010, the patient presented with symptoms of exertional dyspnea and intermittent chest pressure. The patient was diagnosed with stable angina and cardiac catheterization was recommended. Twelve days from onset of symptoms, coronary angiography was performed and subsequently, the index procedure was performed five days after. The target lesion was a de novo lesion located in distal left anterior descending (lad) artery with 80% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. The lesion was treated with pre-dilatation followed by placement of a 2.25 x 24mm taxus® liberté® atom¿ stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On (B)(6) 2014, the patient was diagnosed with coronary artery disease progression and was hospitalized on the same day. Cardiac catheterization was recommended. At the time of event, the patient was taking aspirin and prasugrel and the study drug was never taken during the study. On an unspecified date, tvr was performed. One day from admission, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).